Event description:
Adverse event(s): "va decreased, filmy vision" (vision, impaired). Product problem(s): "glistenings" (no code available [iol (intraocular lens) implant]). A surgeon reported a pt experiencing decreased visual acuity since bilateral intraocular lens (iol) implant surgery. The iol for the right eye was implanted approximately 11 years ago. The surgeon reported that after lens insertion, visual acuity was 1.2. (Approx 20/15). In 2008, the pt experienced hazy vision and a decrease in visual acuity to 0.5 (20/40). In 2009, the surgeon reported noting further decrease in visual acuity to 0.3 (20/60). The pt was then referred to another surgeon who performed retinal evaluations and no problem was observed. The surgeon surmised that glistenings could be the possible cause for the decreasing vision. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).